Event description:
During hysteroscopy, the uterus "closed down" and we were unable to use the myosure once opened and in the patient. Had to be removed with forceps. Product had patient contact but no patient harm.